Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2017 MRI compatibility guidelines were being requested. The reporter did not know if the MRI was related to the patient¿s devices or therapy. The hcp reported that there was some problem, possibly an infection, and the pump was replaced. The hcp then stated that they were not certain why the pump revision occurred and the pump was replaced. Per the reporter, today the patient was communicating with them, alert, and oriented. The patient was going to have their pump checked by the surgeon who replaced the pump after the MRI. No further patient complications have been reported as a result of this event.